Event description:
It was reported during a laparoscopic hernia repair the ems stapler jammed. A second ems was opened and it also jammed. A third ems was opened to complete the case. There was no consequence to the patient.